Manufacturer narrative:
Report date: 24jan2019. Date rec'd by MFR: 16jan2019. Failure analysis conducted by philips on the returned touch screen shows that the customer complaint of ¿touchscreen calibration failure¿ was duplicated, but calibrating the touchscreen resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. Philip's field service engineer (fse) reported that the touchscreen was calibrated but it did not resolve the issue. The bottom of the screen was not working properly. The fse replaced the touchscreen to solve the problem. The unit passed the required performance verification test successfully.

Event description:
The customer reported a touchscreen malfunction.there was no patient involvement. The event date was not specified; estimate used.